Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. The event date listed on b3 is reflective of the time zone of the country of the event.

Event description:
It was reported that an unspecified malfunction alarm occurred. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was not impacted.

Event description:
It was reported that the pump won't turn on. Customer¿s blood glucose was not impacted. Customer reverted to an alternate method of insulin therapy.